Manufacturer narrative:
The report of high impedance was not confirmed. Analysis of the lead found it had no physical anomalies and it passed output resistance and inter-channel continuity testing.

Event description:
It was reported that the patient's lead exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.